Manufacturer narrative:
Without device- or patient-identifying information, a search of medtronic¿s database for previously-submitted complaint reports could not be conducted.(B)(4). Right ventricular outflow tract reconstruction: valved conduit of choice and clinical outcomes authors: shi-min yuana, david mishalyb, amihay shinfelda and ehud raanania. Department of cardiac and thoracic surgery, the chaim sheba medical center, tel hashomer, israel. Journal of cardiovascular medicine april 2008, vol 9 no 4, 9:327¿337. Doi: 10.2459/jcm.0b013e32821626ce.

Event description:
Medtronic received information from a journal article that devices from this model family were included in a review of previously published literature regarding the use of valved conduits in right ventricular outflow tract (rvot) reconstruction. Observations associated with contegra pulmonary valved conduits included surgical reoperation for stenosis, aneurysmal formation, graft endocarditis, valve regurgitation, thrombosis, conduit obstruction, increased gradients, and excessive intimal peel. The article did not include enough detailed complaint or patient information to be able to determine the number of observations of each complaint or the average patient demographics.

Manufacturer narrative:
The article contents did not provide information as to which devices were associated with the reported adverse events, no patient de mographics were provided, and no details were provided for any of the three medtronic models (i.e., serial numbers, number of devices implanted, etc.). Without device serial numbers, a review of device history records could not be performed. Based on the limited I nformation received, a root cause of the adverse events could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.